Manufacturer narrative:
Investigation summary: one sample along with photos were provided to our quality team for investigation. Upon inspections, yellow particle was observed to be within the membrane. Fourier transform infrared spectroscopy was performed to further analyze. The foreign substances was mainly composed of label material found in our manufacturing process. A device history review was performed for lot 2209207, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Three retained samples from the same lot were evaluated , no defects or issues observed. Based on the teams investigation, possible root cause is associated during the cleaning of the packaging machine, became detached and remained in the film of the package, which was then inserted and packaged. The corrective actions were to remove these labels from all packaging machines, and replace them with a material that cannot generate particles. Final products are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Manufacturer narrative:
Pr (B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104 - device contamination with chemical or other material. Patient problem code: f27 ¿ no patient involvement.

Event description:
The customer reported about fm adhering to the product. Yellow foreign substance adhered around the connection of c90j. It came off when I touched it.